Manufacturer narrative:
One device was returned of repair with complaint that the pump exhibited error code 45986. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found system fault 45986. The cause is the printed wire assembly (pwa) board. Replaced pwa board to correct the issue. Device passed all functional and delivery tests performed after repair activities were completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 45986. There was no patient involvement, no patient injury was reported.